Event description:
It was reported that during a radio frequency ablation procedure the patient experienced cardiac tamponade. The patient coughed during the procedure and "a short time later" their blood pressure decreased. An ultrasound was performed, and tamponade was identified. A puncture was performed, and the tamponade was drained. The patient was not hospitalized following the intervention; however, the procedure was cancelled due to the complication. At the time of the event the only device in the patient's heart was a non-boston scientific sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).